Event description:
Device was implanted in the shoulder. Patient complaint of shoulder pain 14 months post op. Patient returned to surgery and the device was removed. It is reported that the repair had healed well.